Event description:
Pressure transducer cable for propaq monitor would not plug into monitor. Had to borrow cable from another ER for transport. Had to have blood pressure on an unstable patient. Upon investigation, the wrong cable was placed with the monitor cables and mistaken for a transducer cable.